Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: hollyer I, johnson tr, wadwa h, chen mj, pun sy, bellino mj. Preliminary study on the stabilization of varus proximal femoral osteotomies using pediatric lcp plates in adults undergoing combined correction of proximal femoral and acetabular dysplasia. Eur j orthop surg traumatol. 2024 jan;34(1):231-236. Doi: 10.1007/s00590-023-03640-9. Epub 2023 jul 10. Pmid: 37428226. Objective/methods/study data: presented, was surgical technique and a preliminary study of early clinical and radiographic outcomes of a consecutive series of adult patients with symptomatic hip dysplasia who underwent combined pao and pfo using pediatric proximal femoral lcps. From 2014 to 2021, a total of 13 hips in 11 patients (all female) with a mean age of 26.3 years underwent combined periacetabular osteotomy (pao) with proximal femoral osteotomy (pfo) using the synthes pediatric lcp (locking compression plate). These patients had a minimum of 10months follow up with available radiographs. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: unk - constructs: lcp pediatric hip plate/screws adverse event(s) and provided interventions possibly associated with unk - constructs: lcp pediatric hip plate/screws (qty 10): - (n=1) non-union of proximal femoral osteotomy treatment: revision surgery - (n=5) lateral hip pain, especially with lying down or direct pressure treatment: implant removal - (n=1) iliac crest pain/screw prominence treatment: implant removal - (n=1) hip tightness treatment: implant removal - (n=1) pain with sitting treatment: implant removal - (n=1) groin pain treatment: implant removal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.